Event description:
The manufacturer became aware of an allegation of rep dreamstation auto CPAP device stating that the patient passed away as per patient's wife. Caller received the replacement device and wants to return it to philips as it is not needed. Caller is requesting for a return label via us mail and stated that caller is not interested in class action lawsuit. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer¿s investigation is ongoing. A follow up report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found dust-like contamination, adhesive residue, black dust like contamination in the device. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown in the returned materials. The manufacturer concludes contamination were external to the device. There was no evidence of sound abatement foam degradation. In this report, box d, g, h has been updated/corrected.